Manufacturer narrative:
(B)(4).

Event description:
It was reported that a premature transmitter battery countdown occurred. The complaint transmitter was returned for evaluation. The device was visually inspected and no defect was found. The device passed a voltage test. Pairing with (B)(6) bluetooth device: passed. The share log was reviewed and could not confirm the complaint. The probable cause could not be determined via product. In addition, transmitter failure was found in connection to the reported allegation. The reported event of a premature transmitter battery countdown is reportable based on the finding of a transmitter failure.  No injury or medical intervention was reported.